Event description:
On the initial report received on august 12, 2025, the consumer stated that she used the product on a wound that she had in her stomach. She had the bandage for about 8 or 9 hours. The adhesive tape would not come off, and when someone helped her, it ripped her skin off. On the completed cir received from the consumer on august 27, 2025, she reported that she had a sore on her abdomen and purchased bandages to cover it overnight. The following morning, she attempted to remove the bandage but was unable to do so. She asked her girlfriend to help her get it off, and she also had a hard time removing it. After taking a shower, the consumer again asked her girlfriend for assistance, and the bandage was finally removed; however, it ripped the consumer's skin. The consumer went to urgent care, where she was advised to treat the affected area with triple antibiotic ointment. Consumer confirmed that the issue was with the tape area and that the symptoms corrected after she stopped using the product. The wound caused by the tape is still healing. Consumer reported that she experience pain for several days.

Manufacturer narrative:
As of 09/24/2025, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.